Manufacturer narrative:
The explanted device was not returned to edwards for analysis because it was discarded at the hospital. Multiple attempts to receive further information regarding this event have been made; however, no additional information was obtained. There was no indication of a quality deficiency of the device; however, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to conclusively determine the root cause for this event. If further information becomes available, a follow-up report will be submitted. No further actions are possible with the available information.

Event description:
Edwards received information that this bioprosthetic valve, implanted ten (10) years, four (4) months, was explanted due to unknown reasons. No additional details provided.